Event description:
The dentist reported the healing abutment fractured and the implant was removed.

Manufacturer narrative:
The implant and the healing abutment were returned for evaluation. Upon visual inspection, it was found that the implant has what appears to be biological residue present on the threaded portion, indicative of patient contact. The healing abutment threaded portion is fractured off, and there is a partial component inside the implant. The components show signs of use. The review of the device history record for the implant did not provide any information to suggest a nonconformance with the components contributing to the reported event. Definitive root cause could not be determined for this complaint. No deviations were identified that may have contributed to the abutment fracture. (B)(4).